Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 146 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.